Manufacturer narrative:
Sections with additional information as of 20-nov-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. Mother called on behalf of the customer. The customer is concerned with test results from results obtained of 63 mg/dl fasting, 230 mg/dl non-fasting and from back to back blood tests of 138 and 108 mg/dl. The customer¿s expected am fasting blood glucose test result range is 90-105 mg/dl; expected non-fasting blood glucose test result is 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/13/2021 and open vial date is 08/12/2020. The meter memory was reviewed for previous test result history: (B)(6).